Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was gained via the radial artery. The 3.5 x 10mm target lesion was located in the non-tortuous moderately calcified ostial left main coronary artery (lmca). The lesion was pre-dilated with unspecified 1.5 x 10mm and 2.0 x 10mm balloons. The 3.5 x12mm promus element mr stent delivery system was advanced, but failed to cross the lesion. The stent was noted as damaged during the manipulation. The procedure was completed with a 3.5 x 10mm bare metal stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. Vascular access was gained via the radial artery. The 3.5 x 10mm target lesion was located in the non-tortuous moderately calcified ostial left main coronary artery (lmca). The lesion was pre-dilated with unspecified 1.5 x 10mm and 2.0 x 10mm balloons. The 3.5 x12mm promus element mr stent delivery system was advanced, but failed to cross the lesion. The stent was noted as damaged during the manipulation. The procedure was completed with a 3.5 x 10mm bare metal stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).